Event description:
The consumer reported that they were getting an elective replacement indicator (eri) then an end of service (eos) on the recharger screen. The healthcare provider later reported that the patient indicated that the device was dead where an eos was thought to be seen. It was then reported that the implantable neurostimulator (ins) was no longer working. The patient reported that the ins was no longer taking a charge and wasn't working. It was reviewed that it has been 9 years and it sounded to be expected that the ins would no longer work. The patient reported that the non-functional device was related to the eos. The patient was not able to get in touch with their managing pain physician in order to discuss the non-functional device. No symptoms were reported.

Event description:
The consumer reported that they had stimulation therapy for chronic pain in their back/spine. There was a report that their stimulator had stopped functioning and they had questions. It was reported that they tried to get a hold of their physician and had made no contact. Relevant medical history includes multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.